Event description:
The patient stated that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod and she was advised to allow the infusion device to air dry. The patient switched to her backup infusion device. Upon follow up, the patient stated that the infusion device was working well. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.